Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit does not meet specifications for functional test. The root cause of failure is a defective backplane pca board. By replacing the defective backplane pca board with a known good backplane pca board the catheter is able to be identified, the pullback work and the display does illuminate. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-04130 and 2134265-2014-04129. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was reported that automatic pullback failure occurred. Also, it was noted that the display did not illuminate and the bsc imaging catheter was not identified. No patient injury or complications reported.

Event description:
Same case as MDR ID # 2134265-2014-04130 and 2134265-2014-04129. It was reported that automatic pullback failure occurred. During preparation for percutaneous coronary intervention (pci), it was reported that automatic pullback failure occurred. Also, it was noted that the display did not illuminate and the bsc imaging catheter was not identified. No patient injury or complications reported.